Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Additional physician reported: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Reportedly, fiducials were administered transperineally and the procedure was done under local anesthesia. It was reported that the patient had returned 1.5 weeks after spaceoar vue placement for radiation simulation (sim) with complaints of rectal discomfort, blood on the toilet paper with small clots, some rectal pressure, the feeling of needing to have a bowel movement and constipation after the procedure. Edema and swelling were reported as additional patient complications. The physician concluded that the sciatica-type pain was possibly from the stirrups. Magnetic resonance imaging (MRI) was performed and it showed the gel in the lumen, but mostly in the rectal wall. As of (B)(6) 2021 the feeling of needing to have a bowel movement has settled down, the blood on the toilet paper with small clots only occurred 1-2 times per day and was better last week. The physician will wait for the spaceoar to dissolve and for the rectum to heal before starting radiation therapy. The patient was treated with stool softeners and sitz bath.